Manufacturer narrative:
The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". This record is for the left side. Device has been explanted and replaced. Device will not be returned.